Manufacturer narrative:
The product was returned for evaluation and no delaminated epotek or biomaterial was found during analysis. Data log review shows many suction events occurring throughout the case. Since the transesophageal echocardiography (tte) revealed the pump was moved to good positioning with no inflow/outflow blockages, the root cause of the suspected hemolysis was likely due to the patient's condition.

Manufacturer narrative:
The impella 2.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella 2.5 pump inserted in the left femoral. The patient had hemolysis and as a result ten (10) units of erythrocyte concentrates (ecc) was administered.